Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rheumatoid arthritis ('autoimmune diagnosed: rheumatoid arthritis') and chronic myeloid leukaemia ('autoimmune diagnosed: chronic myeloid leukemia') in an adult female patient who had essure (batch no. 623821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, grand multiparity and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines") and alopecia ("hair loss") and was found to have chronic myeloid leukaemia (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, rheumatoid arthritis, chronic myeloid leukaemia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, rash, skin disorder, psychological trauma, vaginal discharge, vaginal infection, fatigue, headache, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, chronic myeloid leukaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, rash, rheumatoid arthritis, skin disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. At the proximal end of the fallopian tube is a metallic coiled wire within thelumen. The second fimbriated fallopian tube segment measures 4.4 cm there is a metallic coiled wire at the proximal end within the lumen. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) conducted (unspecified): result: unknown. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Lot number was added. Medical history, reporter information added. Removal date and surgery added. Case category updated to serious incident. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rheumatoid arthritis ('autoimmune diagnosed: rheumatoid arthritis') and chronic myeloid leukaemia ('autoimmune diagnosed: chronic myeloid leukemia') in an adult female patient who had essure (batch no. 623821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, grand multiparity and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines") and alopecia ("hair loss") and was found to have chronic myeloid leukaemia (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, rheumatoid arthritis, chronic myeloid leukaemia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, rash, skin disorder, psychological trauma, vaginal discharge, vaginal infection, fatigue, headache, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, chronic myeloid leukaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, rash, rheumatoid arthritis, skin disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. At the proximal end of the fallopian tube is a metallic coiled wire within the lumen. The second fimbriated fallopian tube segment measures 4.4 cm there is a metallic coiled wire at the proximal end within the lumen. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) conducted (unspecified): result: unknown. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic pain, menorrhagia. Lot number: 623821 manufacture date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.